Event description:
A user facility reported an error code e213 (generator error message) and the device will not allow the foot pedal to activate the irrigator. The malfunction was found while preparing for an unidentified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The subject device has not yet been returned for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. The device was not returned. Troubleshooting was conducted: the customer tried another footswitch and the error still occurred. It is possible that the event occurred due to a communication issue between the spark monitor which is located on the generator board and the micro controller which is located on the control board. The data transfer is established via optical communication. If the optical signal is too disturbed, error code 231 is triggered. This disturbance can be caused by a number of factors. Olympus will continue to monitor field performance for this device.